Event description:
Patient was revised to address flexion instability. Update recvd 5/15/15- clincal report states patient was revised to address instability. There is no new information that would change the current MDR decision. Complaint was updated on 5/19/2015. Update rec'd 07/09/2015 - the patient's medical records were received. Medical records were reviewed for MDR reportability. According to the medical records the patient was also revised to address pain. At this time the patient's femoral component and insert are being added to the complaint. The complaint was updated on: 07/30/2015

Manufacturer narrative:
No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. The complaint shall be closed with an undetermined conclusion it will be entered into the complaint database and monitored through trend analysis. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy synthes has been informed that the catalog number and lot number is not available.